Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigma procedure, all three green lights were initially seen by the scrub nurse. The device was then inserted into the patient by the surgeon and through the trocar. After the surgeon clamped the tissue, it did not release. The surgeon was able to open the reload as normal and remove it from the tissue and from the patient, realizing that only 2 green lights were lit. Then the scrub nurse noticed that after reloading the reload, the icon with the crossed-out handle on the screen was suddenly visible. There was no patient injury.